Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported upper aligner cutting into their gums, even after filing them down. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.